Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements and low amplitude morphology measurements. Surgical intervention was performed, and the rv lead was explanted and replaced. The physician suspected these observations were due to lead tip-to-tissue interface as no anomalies were observed with the lead body. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the extraction stylet was returned stuck in the lumen. When the stylet was removed, the lead body twisted and deformed from the terminal end to 90 millimeters (mm). Induced damage from the explant procedure was noted as well, as the coils were deformed approximately 320 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The inner coil reading was low but stable due to the extraction tool in the lumen. X-ray inspection was performed, and no issues were noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements and low amplitude morphology measurements. Surgical intervention was performed, and the rv lead was explanted and replaced. The physician suspected these observations were due to lead tip-to-tissue interface as no anomalies were observed with the lead body. No additional adverse patient effects were reported.